Event description:
A 26 mm diameter x 15 mm diameter x 16.5 cm length aneurx bifurcated stent graft with xpedient delivery system was inserted into a patient for the endovascular treatment of an abdominal aortic aneurysm in 2004. Aneurysm morphology is unknown. The patient's iliac arteries were reported to be small and moderately tortuous. It was reported that the physician attempted to advance the device without the use of an introducer sheath and noticed that the delivery system kinked. The device was removed from the patient and an introducer sheath was inserted. It was reported that the same device was reinserted into the patient and during deployment the graft cover failed to retract. When the device was removed from the patient one of the runners was protruding through the graft cover. It was reported than a 26 mm diameter x 15 mm diameter x 13.5 xm length aneurx bifurcated stent graft was inserted into the patient and successfully deployed. A 15mm diameter x 8.5 cm length aneurx iliac extension limb was also implanted on the ipsilateral side to achieve adequate length and seal. No sequelae were reported and the patient is reported to be fine. Medtronic has received the device and its analysis has been completed. The device was returned with the stent graft loaded. There was a hole in the graft cover and 2.5 cm of one runner was protruding through the hole. The graft cover was also kinked. With the info available and the investigation performed, it is likely that the patient's moderately tortuous iliac arteries and the lack of the use of an introducer sheath may have caused the device to kink.